Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc presumed that the reported phenomenon occurred because the circuit boards failed. Since the device was delivered more than 7 years ago, it was presumed that the parts on the circuit boards was aging and deteriorated due to long-term use, and intermittently malfunctioned.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Since the phenomenon was not reproduced at sorc, omsc presumed that the user used the video connector with foreign material such as dust, dirt, and chemical solutions attached, and then electrical contacts of the connector became unstable temporarily. This made transmission of images between the scope and the video processor unstable resulting in no display.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, no image was sometimes displayed when the video connector was connected. There was no report of patient injury associated with the event. The event date was unknown.